Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blocked tubing issue event on (B)(6) 2025 due to which the blood glucose level raised. The value of blood glucose was unknown. The patient got treated with correction injection via multiple daily injections (mdi). The blockage was in the tubing. The patient faced this issue with 2 infusions sets.the patient replaced supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15306. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011545, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011545 was manufactured according to the work instruction (wi) version 120 in the line 06, on 01/feb/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a05781 was manufactured according to the form-(B)(4) and manufactured in the machine itl03, on 30-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a03598 was manufactured according to the form-(B)(4) and manufactured in the machine itl03, on 24-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.